Manufacturer narrative:
Device investigation details; since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30587027m number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and signal interference (noise) was observed on all ECG (bs + ic) channels and the physician did not have any intact ECG signal available to monitor patient heart rhythm. It was initially reported that during, the signal interference noise was observed on ic, bs, or all ECG (bs + ic) channels. A second catheter was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported event was assessed as not MDR reportable since the risk to the patient is low. On (B)(6) 2021, additional information received indicated the signal interference (noise) was observed on carto® and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm, all ECG signals were unavailable. During the signal interference the affected catheter was inside the patient¿s body. Based on the additional information, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and signal interference (noise) was observed on all ECG (bs + ic) channels and the physician did not have any intact ECG signal available to monitor patient heart rhythm. Information received indicated the signal interference (noise) was observed on carto® and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm, all ECG signals were unavailable. During the signal interference the affected catheter was inside the patient¿s body. On 17-feb-2022, additional information was received indicating the date of event was on (B)(6) 2021 and not (B)(6) 2021 as previously reported. Field b3. Date of event has been updated. Device evaluation details: on 19-feb-2022, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and electrical test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned decanav electrophysiology catheter device revealed that no damage or anomalies were observed on the device. An electrical test was performed, and no electrical issues were found. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).